Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed ground bond performance testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device failed electrical and functional testing. External and internal inspections found damage to the power switch unrelated to the reported issue. The device failed the ground bond verification test with a reading out of specification. The battery was tested and failed due to a voltage drop causing the device to alarm. The cause of the reported issue could not be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.